Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump button was unresponsive. Customer blood glucose reading was 306 mg/dl. Troubleshooting was performed. Customer insulin pump button stopped responding after moisture damage. However, there was no button error in the insulin pump history. Customer was advice to observe the insulin pump clock if it changes which it did. When customer inserted new battery, the battery failed. Customer also had battery out limit alarm. The issues are not resolved after troubleshooting. Insulin pump will not be returning for analysis

Manufacturer narrative:
The insulin pump passed displacement test, self test, off no power test, unexpected restart error test. Unit alarmed motor error during basic occlusion test due to moisture damage on the force sensor resistor. Unable to perform occlusion test, prime test, excessive no delivery test due to motor error alarm. The motor was tested outside of the device and passed. No battery out limit or failed battery test alarms noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No moisture damage on the electronic stack or motor noted. Unit received with intermittent button response due to moisture damage on the keypad traces. No button error alarm during testing. Unit received without battery cap unable to confirm damage. Unit received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window, cracked case at reservoir tube window corner, cracked reservoir tube and corroded battery tube.